Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted (B)(6) 2013, it is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed february 13, 2014.

Manufacturer narrative:
(B)(4).